Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that when patient presented to the hospital, the implantable pulse generator was unable to communicate and no longer functioning. The device was explanted and a new device was implanted. The new device was connected to the existing leads and the device was programmed post operation. There were no complications during the surgery. Patient was stable.